Event description:
It was reported that a pt, receiving v.a.c. Therapy for a foot ulcer, became entangled in the v.a.c. Therapy tubing while ambulating and fell. The pt allegedly sustained a left hip fracture during the fall and was transported to the hospital where she underwent hip replacement surgery. In 2009, it was reported that the pt was stable and is rehabilitating in a skilled nursing facility. The pt continues to receive v.a.c. Therapy in the skilled nursing facility.

Manufacturer narrative:
The v.a.c. Dressing was not returned for evaluation and the v.a.c. Therapy unit remained with the pt. Although there was no report of a product malfunction with the v.a.c. Therapy unit, the unit was returned to the kci service center and subsequently tested per quality control procedures. The v.a.c. Therapy unit met specifications. V.a.c. Labeling states, "wrap any excess tubing into a bundle and put the tubing into the tubing storage pocket on the bottom of the carrying case." In addition to the text, a pictorial illustration is also provided. V.a.c. Labeling also warns, "excess tubing may present a tripping hazard. Ensure the excess tubing is stored in the tubing pocket and is out of areas where people may walk."